Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels of 30.6 mmol/l. The insulin pump received no delivery alarm and changing the set did not resolve the issue and the alarm recurred. The insulin pump passed the self test and the displacement test. Troubleshooting was performed and the insulin exited the tubing. Troubleshooting was not performed for high blood glucose levels. The device will not return for analysis.